Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from medical records. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (device code) and h11 (provide narrative/data). Additional information was received via medical records revealing the patient had presented with acute on chronic heart failure exacerbation as well as cardiogenic shock likely due to aortic stenosis (as). The patient had been experiencing worsening shortness of breath, weakness and lower leg edema. A transthoracic echocardiogram (tte) performed approximately 2 years 4 months 9 days post transcatheter aortic valve replacement (tavr) procedure revealed mild aortic regurgitation of the bioprosthetic aortic valve, no paravalvular aortic regurgitation, a mean gradient of 37 mmhg and a valve area of 0.52 cm2 with low ejection fraction (ef) consistent with severe stenosis. There was also a computed tomography (CT) performed which revealed no evidence of hypoattenuated leaflet thickening (halt). Approximately 2 years 4 months 12 days post tavr procedure, the patient underwent a successful valve in valve procedure with a 23 mm sapien 3 ultra resilia valve. The investigation is still ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided; however, medical records were provided for evaluation. The instructions for use (IFU) and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve stenosis and central regurgitation that resulted in a valve in valve being performed to treat were confirmed based on the provided medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 2 years 4 months 12 days post transcarotid transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the patient presented with valve stenosis and shortness of breath. A transthoracic echocardiogram (tte) performed approximately 2 years 4 months 9 days post tavr procedure revealed mild aortic regurgitation of the bioprosthetic aortic valve, no paravalvular aortic regurgitation, a mean gradient of 37 mmhg and a valve area of 0.52 cm2 with low ejection fraction (ef) consistent with severe stenosis." In regard to the valve stenosis, per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the patient had vast comorbidities (type 2 diabetes, hyperlipidemia, hypertension, chronic kidney disease), which are known factors that may increase the risk of atherosclerosis leading to early valve degeneration and reduce effective orifice area (eoa) of the valve, resulting in stenosis. As such, the available information suggests that patient factors (pre-existing comorbidities) may have contributed to the event. In regard to the central regurgitation, per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In this case, it is possible that stenosis prevented the valve leaflets from proper coaptation, resulting in central regurgitation as reported. As such, the available information suggests that patient factors (stenosis) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years 4 months 12 days post transcarotid transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the patient presented with valve stenosis and shortness of breath. The patient underwent a successful valve in valve procedure with a 23 mm sapien 3 ultra resilia valve. The patient was stable post tavr procedure.

Manufacturer narrative:
The investigation is ongoing.